Manufacturer narrative:
The results of the evaluation are inconclusive due to the packaging not being returned for evaluation.

Event description:
Upon opening the outer package of the patella component the inner blister cover (which contains the sterile device) stuck to the outer package cover. This resulted in both lids being removed together. There was no adverse consequence to the pt due to this event or delay in surgical or anesthesia time.